Manufacturer narrative:
A medtronic representative inspected the imaging system on-site and a software investigation was completed. On-site inspection could not replicate the reported artifact that the user found on the images taken by the imaging system. The filter ladder, detector grid, and skin covers were cleaned and gain calibration was performed. The software investigation concluded that the reported artifact was not a result of a software malfunction, but caused by debris in the machine. The software functioned as designed. The debris that caused the artifact was cleaned out by the medtronic representative that inspected the system. A full imaging system check-out was completed after cleaning and calibration, and all tests passed. No parts were replaced. The system was returned to service and no further issues have been reported.

Event description:
A site representative reported that during a spinal fusion procedure, the site noticed artifact in the 3d reconstructed images produced by the imaging system. These images were used to complete the case. The procedure was completed successfully, with no impact to the patient being reported. No additional details were provided.